Event description:
A customer reported the test did not start when the test strip was inserted into their adc blood glucose meter after blood was applied. Customer reported using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an intermittent stop key on the pumphead module keypad. There was no patient involvement with this event; therefore no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. Complaint no: (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with an intermittent stop key on the pumphead module (phm) keypad was found and confirmed by a baxter service technician. No assignable cause was determined. However, the phm, including the phm keypad, was replaced to correct this condition.